Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, there was noise noted on the right ventricular (rv) lead. No intervention has been performed to this point, and the patient was stable with no consequences.

Event description:
Additional information received indicated that the noise also led to oversensing. Furthermore, the lead was capped and replaced, and during the procedure there were externalized conductors noted on the lead. The patient was stable following the procedure.